Event description:
Trifit ts stem revision after 25 days due to a periprosthetic fracture following a fall.

Manufacturer narrative:
Per -309 combined report. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. It was found that this device conformed to material and dimensional specification at the time of manufacture. The original report submitted to corin states that the revision was required as a result of a periprosthetic fracture following a fall. Additional information, including operative notes, post primary and pre revision x-rays and the explanted device was requested in order to progress with this investigation. However, it has been confirmed that these are not available and the explanted device will not be returned to corin for examination. Based on this, no further investigation can be conducted and corin now consider this case closed. However, should additional info, or the explanted device, become available, this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.